Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based on the information provided by olympus trading (shanghai) limited, the endoscopic image may have flickers because the video communication was not transmitted to the video system center due to a broken camera cable. Omsc checked the product shipment record, but there was nothing wrong with the device. Therefore, the camera cable may have been damaged by the user's handling. The instruction manual provides preventive measures against damage to the camera cable. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. Additional information provided by olympus trading (B)(6) limited confirmed the following: according to the device repair history, the device has not been repaired in the past year. The adapter pin of the video connector was missing. The camera cable may have been broken and the endoscopic image was flickering. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image was flickering. The patient was not anesthetized when the image malfunction occurred. The device was used with an olympus video system center otv-s7pro. The user replaced the device to another device and completed the intended procedure for inspection. There was no report of patient injury associated with the event.